Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient needed rv lead revision. In the course of the procedure, physician noted that this ra lead lacked slack. Stylet was introduced and slack was regained, but lead thresholds rose. Physician was unable to find a position with acceptable thresholds, so the lead was explanted and replaced with a competitor product. No adverse patient events were reported. Should additional information become available, this file will be updated.